Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Although requested, patient information was not provided.

Event description:
It was reported that the customer answered "yes" to "are you aware of any events associated with an interruption of communication or power between pc unit and modules?" , "is there any apparent damage or corrosion to the iui connector?", are you aware of any events involving a broken upper hinge post, lower hinge, or membrane frame on the alaris¿ pump module? And ". Are you aware of any issues with dimmed led segments where numbers were not clearly displayed on lcd?". There was no reported patient impact.

Manufacturer narrative:
The reported issue of iui corrosion/damage could not be confirmed; no product was returned for investigation. No device history search was performed since no source device serial number was reported by the customer. A review of the march 2021 complaint review board (crb) did not find an increasing trend for the reported issue of " iui corrosion/damage " based on the crb review and the limited information provided no further investigation actions will be performed.

Event description:
It was reported that the customer answered "yes" to "is there any apparent damage or corrosion to the iui connector?" There was no reported patient impact.